Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported that during the surgery of rotator cuff suture , when removed the shaft, noted the anchor was also pulled out. The complaint device was received and evaluated. Visual observation reveals that the anchor is off the inserter, confirming this complaint. The proximal end of the thread anchor was broken. Also, the cancellous threads on the anchor were stripped. Finally, it was identified some tissue debris. The possible root cause for the anchor pulled out the inserter could be related to the damaged in the anchor as it was broken in the proximal tip where connect into the inserter. For the damage in the anchor can be attribute with off axis, levering or excessive force was used during insertion. However, it cannot be conclusively affirmed.  A manufacturing record evaluation was performed for the finished device lot number:l954339, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter phone number (B)(6). UDI: (B)(4).

Event description:
It was reported that during the surgery of rotator cuff suture , when removed the shaft, noted the anchor was also pulled out. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.